Event description:
It was reported that the charger was not charging the ilet when the user placed the device face down on the charging pad, and the charging pad displayed a green flashing light. Charging was successful after the user repositioned the ilet with the screen facing up and the back of the device on the charging pad, indicated by a solid green light.after the user repositioned the ilet with the screen facing up and the back of the device on the charging pad, indicated by a solid green light. Symptoms included no adverse clinical effects. Outcomes included successful charging without hospitalization. Customer care provided support that included troubleshooting and user education on correct device orientation for wireless charging. Investigation of this case revealed that incorrect device placement on the charging pad prevented charging and that the charger and charging pad functioned as designed when used correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.